Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the mid left anterior descending coronary artery with mild tortuosity, moderate calcification and 90% restenosis. The 2.75 x 15 mm traveler rx balloon dilatation catheter (bdc) was delivered to the target lesion where a non abbott stent was implanted a year ago. There was no resistance during advancement in the lesion, but about 4 atmospheres upon initial inflation the balloon slipped out of the lesion. The bdc was deflated once to be placed correctly and was inflated again; however, the balloon ruptured at 7 atmospheres. The device was removed without resistance and a drug coated balloon was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.